Manufacturer narrative:
Re-certification of manufacturing operations; corrective preventive action implemented.

Event description:
The sterile bag containing the product was noted to have flaws/pin holes in it. The unit was not used in a clinical setting. No pt involvement or further complications occurred.